Event description:
It was reported that the patient underwent a right knee arthroplasty approximately six (6) years ago. Subsequently, the patient was revised from an oxford uni to a total knee due to unknown reasons

Manufacturer narrative:
(B)(4). Concomitant medical devices: oxf uni tib tray sz c rm PMA item # 154723 lot# 518140, oxf anat brg rt md size 3 PMA item # 159575 lot # 824600. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00408, 3002806535-2022-00410. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted h3 other text : discarded

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.